Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as onset, the patient was treated with intraperitoneal (ip) injection refline (1 gram, once a day) and ip injection amikacin (250 milligram, once a day) for peritonitis. Dianeal therapy was ongoing. Seven days after antibiotic initiation, the therapy was discontinued and the patient was recovered from this peritonitis event. No additional information is available.